Event description:
A vns pt's cardiologist indicated that he noticed that the pt was having intermittent heart block (p wave, but no qrs wave) for duration of three to four seconds recently. The cardiologist indicated that he did not know if the issue was related to vns therapy and added that pacemaker implantation would likely occur. Good faith attempts for additional info have been unsuccessful to date.